Manufacturer narrative:
The forceps device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause is operator¿s technique. The instruction manual has warnings and cautions for avoiding device damage: ¿never use excessive force to open or close the grasping jaws. This could damage the instrument.¿ ¿do not grasp objects or tissue with excessive force. The grasping jaws may become damaged and could fall off inside the patient.¿ and when inserting the device into the endoscope, ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Forcing the instrument could damage the instrument and/or endoscope.¿ the instruction manual also states ¿always have a spare instrument available.¿ and ¿if a part of the instrument falls off inside the patient, use a spare instrument to retrieve it.¿ the instruction manual also has directions for pre-procedure inspection of the forceps device, including functional verification of grasping, and visual and tactile inspection.

Event description:
Olympus was informed that during an unknown procedure, one of the grasping teeth of the forceps device fell inside the patient. There was no report of patient injury. Despite multiple followup attempts with the customer, it is not currently known if or how the fragment was retrieved, the model of endoscope used with the forceps device, the tissue involved, or if the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eob to pts.